Event description:
In 2009, pt's daughter reported infusion set became completely disconnected from infusion device. Daughter stated, she came home from work and found infusion tubing and needle lying on the table. She reported she does not know how this happened and there was no obvious physical damage to the infusion set. Daughter reported, she does not know how long pt was without insulin and blood glucose was elevated due to this. She stated, pt's blood glucose was 284 mg/dl at dinner and is currently 345 mg/dl. Daughter reported she changed infusion tubing and needle, completely primed infusion set, placed infusion device in run, and pt bolused as a correction. Daughter called to see if she missed any steps with infusion set change. Advised she did not. Advised her to monitor blood glucose closely. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.